Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Data was provided for investigation but does not reflect the alleged device. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and boot was performed and passed. Functional tests were performed and failed. Functional test; audio test was performed and failed. Alarm/alert manual test was performed and failed. An internal visual inspection was performed and failed. The performance data was reviewed finding errors related to the complaint. The allegation was confirmed as low audio output via product. The probable cause was determined to be assembly error via product. No injury or medical intervention was reported.